Event description:
It was reported that the flip flop and rotation brake handles on the system 9900 were broken creating problems with positioning and locking of the c arm presenting potential hazards to the pt. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified, the brake handles were replaced. The system was tested and found to be working as intended and placed back into service.